Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set tubing damage during use event on 22-oct-2024. There was small tear in the tube near the reservoir. The infusion set was in use for 1 day. The blood glucose level at the time of event was 400mg/dl and the patient treated with insulin pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.